Event description:
Caller reported customer testing with the freestyle meter receiving a result of 139 mg/dl. Caller noticed the customer's speech was slurred. The paramedics were called and when testing the customer, the paramedics received a result of 32 mg/dl with an unknown brand meter. The paramedics were unable to stabilize the customer's glucose levels and the customer, was therefore transported and admitted to the hosp. The customer was in the hosp for four days before being released. Type of treatment is unknown.